Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is no longer receiving stimulation due to autoreduction. Diagnostics confirmed high impedance values. The sjm rep was unable to resolve the issue with reprogramming as only ineffective stimulation was achieved. Surgical intervention will be taken at later date to address the issue.